Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings:during a visual examination of the pump, the keypad cover was observed to be peeling at the up arrow button. During testing, the up arrow and down arrow keypad buttons were unresponsive; all other keypad buttons functioned properly. The keypad cover was removed and contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an up, down and ok button (tactile change prior to damage) issue. The reporter noted that the buttons had to be pressed multiple times to capture. The reporter just noticed a small tear on the up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump will be sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.